Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin leaked from the cartridge. The customer's continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level, and he pump supplies were changed to address the issue.